Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. The device was manufactured between 13aug2020 and 14aug2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.